Event description:
Reporter indicated that the patient was experiencing hoarseness and coughing consistently. The patient's treating neurologist refered the patient to an ent for further evaluation. The ent diagnosed left vocal cord paralysis, and also refered the patient for a second opinion to a second ent. It is currently unknown who the ent was who saw the patient, therefore, no attempts for further information have taken place at this time. Attempts to gather which ent the patient was refered to, from the patient's treating neurologist, have been unsuccessful to date.